Manufacturer narrative:
Testing of devices confirms lancets did not produce sufficient blood. Improvements in manufacturing process were made after this lot was produced.

Event description:
Customer indicates the lancet either hurts too much or does not provide sufficient blood for testing. There is no report of adverse event, medical attention was not sought or required. Return of suspect devices was requested.